Event description:
It was reported that during an intravenous transcatheter angioplasty, a partial blade detachment occurred. The 90% in-shunt restenosis was located in the left vena cephalica within another manufacturer's 10mm x 30mm stent that was implanted in 2007. The length of the lesion was 5mm and the diameter of the vena cephalica was 10mm. Vascular access was obtained left distal vena cephalica of the upper arm. The physician used the 8.00mm x 2.0cm x 90cm peripheral cutting balloon to predilate the lesion. The balloon was inflated four times to 7 atms. The physician removed the cutting balloon from inside the pt and noted that one atherotome was 2/3 "loosened from the balloon", but remained on the balloon. The physician removed the loose atherotome from the balloon by hand. The procedure was successfully completed with an unspecified synergy balloon catheter. No pt complications were noted and the pt's status was reported as "stable."